Manufacturer narrative:
This MDR is being submitted late. CAPA pr (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the PMA/510(k) clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of tenderness and swelling as follows: precautions for use. "There is no clinical data available regarding effectiveness and tolerance regarding the juvéderm® voluma® xc injection in an area having already been treated with another filling product." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure."

Event description:
Healthcare professional reported patient was injected to the malar and oral commissures with 2mls of juvéderm® voluma® xc (lot # vb20a20135). One week later, patient was injected to the cheeks, nasolabial folds, and oral commissures with 2mls of juvéderm® voluma® xc (lot # vb20a20135). Three weeks later patient was injected to the oral commissures, cheeks, and malar with 2mls of juvéderm® voluma® xc (lot # vb20a20183). Seven weeks later, patient was injected to the oral commissures and nasolabial folds with 2mls of juvéderm® voluma® xc (lot # vb20a30037). Four months later patient developed ¿tender swollen¿ oral commissures. Symptoms then extended to all regions previously treated with juvéderm® voluma® xc including the malar and ¿parafacial¿ area. Diffuse perioral edema was observed during assessment. Symptoms began 3 weeks after the removal of a mole on the left neck. Patient was injected with 3 rounds of hyalase and was prescribed ciprofloxacin, clarithromycin, and claratyne. Initially, the 3rd injection of hyalase was effective, but 2 days later symptoms worsened. Patient was patch tested to the forearm with ¿previously negative¿ results. Symptoms resolved after patient was prescribed prednisone. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00227 (allergan complaint (B)(4)), MDR ID# 3005113652-2016-00228 (allergan complaint (B)(4)), and MDR ID# 3005113652-2016-00225 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma® xc (lot # vb20a20135).